Event description:
Customer reported compact plus system blood glucose result 1.7 mmol/l and 4.3 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).